Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that hemolysis was discovered as an incidental finding during an admission in (B)(6). The patient was admitted on (B)(6) 2020 and lactate dehydrogenase (ldh) was elevated on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation. It was reported that hemolysis was discovered as an incidental finding during an admission in (B)(6) of 2020. The patient¿s lactate dehydrogenase (ldh) elevated up to 500 during the admission, which was considered a hemolyzed sample. The patient was admitted on (B)(6) 2020 and (B)(6) 2020 for ventricular tachycardia (vt). The vt was treated with synchronized cardioversion. The patient underwent ablation on (B)(6) 2020 and was discharged on (B)(6) 2020. The account later communicated that the vt was sustained and did not result in any clinical compromise. The vt existed prior to the ventricular assist device (vad) and the patient was implanted with another manufacture¿s implantable cardioverter-defibrillator (ICD) prior to the vad. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until (B)(6) 2020, when the patient underwent a pump exchange. The pump was returned and evaluated under manufacturer report number 2916596-2020-06107. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists hemolysis and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04jun2012. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted at the time of the event for sustained ventricular tachycardia (vt). The vt was treated with synchronized cardioversion. The patient underwent ablation on (B)(6) 2020 and was discharged on (B)(6) 2020. The vt existed prior to the ventricular assist device (vad) and the patient was implanted with another manufacture¿s implantable cardioverter-defibrillator (ICD) prior to the vad.